Event description:
A user facility registered nurse (rn) reported that at initiation of hemodialysis (hd) treatment, a blood leak noted within the dialyzer. The lines were clamped and the patient was disconnected. The dialyzer was available to be returned for evaluation. Upon follow-up, the rn stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually confirmed within the dialyzer housing. No damage was identified on the dialyzer prior to use. Per rn the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Correction: d1 brand name, d4 catalog, d4 unique identifier (UDI), g4 PMA/510(k)#

Event description:
A user facility registered nurse (rn) reported that at initiation of hemodialysis (hd) treatment, a blood leak noted within the dialyzer. The lines were clamped and the patient was disconnected. The dialyzer was available to be returned for evaluation. Upon follow-up, the rn stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually confirmed within the dialyzer housing. No damage was identified on the dialyzer prior to use. Per rn the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was confirmed to be available to be returned for manufacturer evaluation.

Manufacturer narrative:
Additional information: d9, h3 plant investigation: the reported complaint was not confirmed as the complaint device was not returned to date for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. One addresses an event unrelated to the current event, and one addresses an internal blood leak with no sample. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas 2018-0171 (vision systems) and 1141369 (blood leak reduction) are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that at initiation of hemodialysis (hd) treatment, a blood leak noted within the dialyzer. The lines were clamped and the patient was disconnected. The dialyzer was available to be returned for evaluation. Upon follow-up, the rn stated an internal dialyzer blood leak occurred immediately after the initiation of treatment and confirmed no external blood leak was observed. The machine, a fresenius 2008t, alarmed appropriately with a minor blood leak alert. Fresenius combi set bloodlines were being utilized for the treatment. Blood test strips were not used as the blood leak was visually confirmed within the dialyzer housing. No damage was identified on the dialyzer prior to use. Per rn the patient¿s blood was not returned and stated the estimated blood loss (ebl) was 250 ml. Immediately following the event, the patient was re-setup with new supplies on the same machine where they were able to complete treatment. It was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was confirmed to be available to be returned for manufacturer evaluation.